Event description:
Doctor revised a left triathlon knee as the pt had pain. He resurfaced the patella as the pt's patella had not been resurfaced in the original surgery. The surgeon said the pt complained of pain at approx 6 months post surgery at a check up. Doctor removed the pt's 11mm cr insert and replaced it with a 13mm cs lipped insert.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.